Manufacturer narrative:
Initial.

Event description:
It was reported that during air travel the user experienced severe hyperglycemia with blood glucose readings in the high 400s and a fingerstick value of 523, accompanied by moderate ketones; the user stated there was no issue with the pump or infusion set and that levels are harder to control while traveling, and the ilet pump subsequently corrected glucose after self-treatment. Symptoms included nausea and elevated ketones. Outcomes included no health consequences or lasting impact. Investigation included communication with the user, analysis of information provided by the user, and interviews. Investigation of this case revealed no findings available, no specific device problem identified, and insufficient information to isolate a device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.